Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 3rd february 2015. The device was returned with the reported fault ¿AED could not connect to laptop¿. The investigation was unable to replicate the fault during the investigation. Additionally, the investigation found no fault with the device during testing at heartsine. The device was returned by htm medico alongside 2 other units with reported faults of being unable to connect to pc, investigated under (B)(4). The customer reported that the same usb cable was used to test all 3 devices (see communication log). Given no fault found on the unit, it is possible that the reported fault relates to an issue with the user¿s usb cable or a hardware / port issue with their pc. The investigation was unable to verify the user¿s pc connection to the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 500p.

Event description:
The AED could not be connected to laptop. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The AED could not be connected to laptop. There was no patient involved in this event.